Manufacturer narrative:
Initial and final MDR 1884089- MDR 3003442380-2024-06122- device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off during use on (B)(6) 2023 . Skin tac or IV prep was used as adhesive aides at the area of insertion. Insertion area was free form hair. Insertion area was cleaned and air-dried. Infusion set has been used for 2-24 hours. The blood glucose level was 80-200 mg/dl customer replaced infusion set and resumed insulin deliveries successfully. No further information available.